Event description:
This complaint is related to a post-market study. It was reported that a clinical adverse event was received for left sided paresthesia. The patient received the cage spacer, located at c3-c4, on (B)(6) 2023. Onset of the event was (B)(6) 2023, and worsening occurred on (B)(6) 2023. Initial rehabilitation and oral/topical medication at onset and then hospitalization for worsening. Patient recovered on (B)(6) 2023. This report involves one (1) eit cif cage, h 6mm, 8°, s. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: a1: (B)(6). D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: d4: updated UDI number. H6: device history record (DHR) review conducted: part # cui8060s lot # e21la0811 supplier: (B)(4). Batch1: lot qty of (B)(4) were released on (B)(6) 2021 with no discrepancies. Batch2: lot qty of (B)(4) were released on (B)(6) 2021 with no discrepancies. No ncrs were generated during production. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Corrected data: h4. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.